Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient&#38112;device was in overdischarge and was dead. The patient was receiving other medical treatments and could not remember the last time they recharged. The device had been turned off for a while for the medical treatments and the patient could not charge it. A trickle charge was performed but the issue was not resolved at the time of the report. There were no patient symptoms reported. The patient status was listed as "alive - no injury" at the time of the report. The patient was indicated for non-malignant pain and other chronic intractable pain of the trunk and limbs. Additional information received from the rep reported that in anterior posterior view, the leads and extensions came off of the left side of the view, which is what the caller reported seeing via a picture. The rep inquired about the proper orientation for the implantable neurostimulator (ins) in determining a flipped battery. The picture matched the proper position. There was an overdischarge event. The rep later reported that they tried to reset the device in 3 occasions for several hours and could not get it started. The device was at a strangle angle, much in part due to the patient's significant weight loss. They wondered if the device flipped and that was they could not get it to go. Looking under fluoroscopy it was determined that it was not flipped. The patient was going to have a new battery put in. A pocket revision would probably work but the patient did not want to have a revision and then surgery a year later. As far as the rep was aware, the office was beginning the process for a battery replacement.